Event description:
I had lasik surgery in (B)(6) 2014. Since then I have had problems with night vision, I have had mild to moderate pain in and behind the eyes, and eye dryness that is so severe at night that sometimes I awake with my eyelid stuck to my eye (this is quite painful). I did not have any problems with night vision nor eye dryness while wearing contact lenses, even when wearing the lenses for a week or more, including overnight. This nighttime dryness seems to correlate to the pain I experience during the day, as well as the secondary headaches that come along with the pain directly associated with the eye. Lastly, and this is definitely associated with the degree of dryness at night, I am unable to focus both eyes on the same thing. The extent varies, but it can be like wearing a contact lens in one eye and one eye only. I am still able to focus with one eye at a time - hence, the vision tests they keep giving me at lasik show no problems. But in normal vision with both eyes, one of them is out of focus. I feel this is exacerbating my headaches. Lasik has downplayed my concerns so far. I have another appointment in two days. Manufacturer name, city and state: lasik md.